Event description:
It was reported that the primary and back up lens haptics broke off during implantation and manipulation of the lenses. The lenses were removed, and the patient was left aphakic. Yamane technique was used to implant the lenses. No additional information provided.

Manufacturer narrative:
It was stated the lenses are not being sent back. There was no damage noted to the devices during preparation for use. Additionally, it was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Thus, the lenses are being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the iol rotating is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting.